Manufacturer narrative:
(B)(4). (B)(6). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during a procedure on (B)(6) 2015. According to the complainant, the laser light exited 4 inches from the machine plug. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
An accumax 200 laser fiber was received for evaluation. Visual analysis of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. Examination under magnification revealed the pattern on the tip face is consistent with minor but normal degradation. There were no signs of damage or other imperfections noted along the body of the laser fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, indicating that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. Given the event description and condition of the returned device, the reported failure was not confirmed as aiming beam was not seen exiting out of any location on the body of the fiber. All available information indicates that the most probable root cause of fiber broken within the connector is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an accumax 200 laser fiber was used during a procedure on (B)(6) 2015. According to the complainant, the laser light exited 4 inches from the machine plug. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.